Manufacturer narrative:
Medela is filing this report, which is considered a serious injury as it caused an electrical burn with continued problems a year later.

Event description:
On april 1, 2021, the customer filed a voluntary medwatch report (mw5100563) with the FDA and alleged the following incident occurred (B)(6) 2020 while using the medela breast pump: "the medela insurance provided breast pump has a cord that detaches from the pumping unit, so when the cord is not plugged into the unit, it is available for toddler to put in their mouths for electrical burns. A toddler can very easily pull out the cord from the unit. It caused an electrical burn with continued problems almost a year later."